Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which led to a pump shutdown. Additionally, the pump failed to power up when plugged into a power source. The customer's blood glucose (bg) level was 108 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery fluctuation issue was verified in the pump logs; however, the unresponsive battery issue could not be verified.